Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported high values from a spco sensor. No consequences or impact to patient were reported.